Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.